Event description:
Implant failed due to a failure to osseointegrate.

Event description:
Implant failed due to a failure to osseointegrate. The initial report included "death" as one of the outcomes attributed to the adverse event in the report. This selection was made in error. The correct outcome of the adverse event is "required intervention to prevent permanent impairment/ damage".